Event description:
Patient had a permanent dual chamber pacemaker implanted by physician with the manufacturer rep in attendance for a hypersensitive carotid. At the end of the case and the following day there was a check of the device which looks at its function. Follow up visits to the physician's office in one month and then at 3 months demonstrated some 'high' impedance issues. It was thought that it was perhaps a lead dislodgement. Patient came in 3 months after the pacemaker implantation for a 'lead revision.' When the manufacturer's rep checked the device before the procedure, it was found that the a lead was in the v insertion and the v lead was in the a position. The procedure involved opening the pocket and switching the leads to the right orientation in the generator. Patient was discharged 4 hours later. In follow up with both the physician and the manufacturer the chart was reviewed and the strips which are run during the pacer check (done immediately after the procedure and a month later) showed the problem was evident. It had not been communicated to the physician and physician does not routinely look at the strips. Prevention: manufacturer has looked at their process, and is adding some features to their paperwork including reading of the #'s on the leads, which apparently the physician did not do at this time, and assuring it is done or crossed through if the physician refuses to do the check by reading the numbers. The physician could look over the strips as well.